Manufacturer narrative:
Yielded jaws. Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: clip in jaw no, damaged jaws yes, damaged cutter n/a, damaged feed bar no, damaged floor no, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform no, firing: form conform no, jaws: hold clip no, jaws: inside width at tips .198, lockout functional yes. Analysis conclusion: based upon inquiry info received and visual and functional results, it was concluded that jaws had become damaged and would not form clips properly. No conclusion could be reached as to how damage to jaws occurred. However, it appears likely that jaws may have been closed over a hard object. If jaws are closed over a hard object, jaws can become and will not form clips properly. Each instrument is evaluated during assembly process to ensure clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was dropping clips. There was no pt consequence.